Event description:
The blunt nose dissector broke during a gastrectomy. When the instrument was returned, both dual action pivots were missing. The description of the incident stated that a backup device was available and there was no delay to the case. It was also reported that no complications or pt injury resulted due to this event. However, this incident is reportable because at the time of this filing it cannot be confirmed that the dual action pins do not remain in the pt.